Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow up. During the firmware upgrade the device reverted to backup vvi and the patient became symptomatic with fatigue, pallor and dizzy spells. The device was restored to normal function successfully. Symptoms were resolved. Firmware upgrade was not attempted again because of patient symptoms.